Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "system message displayed" (device displays error message) (decrease in pressure). The nurse reported that at the end of the case, the surgeon was attempting to inject the silicone oil. The aspiration was on and the eye went "minimally" soft. When attempting to inject the silicone oil again, a system message displayed. The nurse rebooted the system and then received a different system message. The surgeon injected the silicone oil manually and the case was completed. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address this issue. A corrective action has been initiated. (B) (4). (B) (4). (B) (4).